Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). A visual examination of the complaint device revealed that the catheter was broken into two different sections. The distal section showed the exit marker bunched-up; however, the balloon revealed no damages. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects do not confirm what the customer alleged. Therefore, the most probable root cause cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; the dfu states that a vacuum should be applied before removing the protective sleeve and during insertion into the scope. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophageal dilation procedure and in the common bile duct (cbd) on (B)(6) 2018. According to the complainant, during the procedure, the balloon was noted to be leaking when inflating to the second diameter. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the catheter was broken and the exit marker bunched-up; therefore, this is now an MDR reportable event.